Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump may have over delivered. Patient reported low blood glucose of 47mg/dl and was treated with carb intake. Customer also reported issues with the reservoir showing less insulin than what was shown on the status screen of the insulin pump. Troubleshooting did not occur and problem was not resolved. Product will not be returned for analysis.